Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing poor communication. The patient stated they were trying to recharge last week but they were having a hard time. They reported they had been getting poor communication for four days. The patient was unable to communicate with another external device. No symptoms were reported. The patient was redirected to follow-up with a healthcare professional. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was concerned about charging because their implantable neurostimulator (ins) had depleted before because the ins recharger (insr) would not charge. The patient stated they had to go to their healthcare professional (hcp) and charge for 5-6 hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the charger was not working. No further complications were reported.